Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gynecological case, the device effectively sealed the tissue and then the jaws could not be re-opened. The device was removed by resecting the tissue directly adjacent to the jaws. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned clean with no tissue in the jaws. The jaws opened and closed normally using the handle. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications.